Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic cystectomy. Event description: the first occurred on monday on (B)(6) and the second on friday on (B)(6). In each case the sheath was partially separated from the inner purple ring during the procedure. Yesterday, after being made aware of the issue on the case on (B)(6), I observed the same procedure using the cngl2 lot#: 1557710 without any issues. Only one surgeon performs this procedure at [hospital]. The alexis for the on (B)(6) case was shipped out to home office last week and the alexis from friday¿s case will be contaminated and shipped back as soon as we receive the return information. Additional information provided by [name] on 25nov2025 via email: yes, the case on (B)(6) was reported to customer satisfaction and the rga instructions were sent out and that is why the product was sent out for return to home office. We will keep the rest of the units on the shelves. Additional information provided by [name] on 26nov2025 via email: patient status-no injury. A second gelpoint was opened and the alexis was used for the remainder of the case. The sheath partially separated from the inner purple ring. There weren't any instruments used within the alexis during placement. The [competitor] trocar for the camera and our 15mm trocar were both placed through the gel cap. A 15mm bag, a 10mm bag, and sutures were placed in the 15mm trocar during the procedure. The alexis didn't particulate and no damage to gel cap. Intervention: ni. Patient status: no patient injury indicated.